Manufacturer narrative:
The manufacturer previously reported receiving information alleging top two mounting block screw holes cracked, all four airpath screw holes cracked, crack above cord retainer, cracks above ac port, crack on top by right side of handle joint, two feet missing. There was no harm or injury reported. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging top two mounting block screw holes cracked, all four airpath screw holes cracked, crack above cord retainer, cracks above ac port, crack on top by right side of handle joint, two feet missing. There was no harm or injury reported. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.